Event description:
The customer reported that the system displayed intermittent filament regulator error messages during a procedure. There is no report of patient injury associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. A filament calibration and generator calibration were performed. The system was then found to be operating as intended. This malfunction may have resulted in a possible accidental radiation occurrence.